Event description:
It was reported a clinical study pt had a benign prostatic hyperplasia (bph) procedure (B)(6) 2007. One month post procedure, the pt presented with retrograde ejaculation, onset date, (B)(6) 1997; continuing (B)(6) 2011. No further info was reported.

Manufacturer narrative:
(B)(4).